Event description:
Sterile surgical gown from the bard powerpicc solo2 kit found to have a hole in the right arm when taking out of sterile packaging to perform PICC line insertion. It appears that the glue to attach the seam did not attach correctly. This is the second one that staff has found within the last 3-5 months.